Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 02-nov-2018: patient underwent a right sigma tka on (B)(6) 2016. On (B)(6) 2016, patient reporting pain, stiffness, swelling and the right knee ¿not working properly.¿ she was ultimately revised on (B)(6) 2018 for aseptic loosening of the tibial tray at the device-cement interface. The patella was not revised. Doi: (B)(6) 2016. Dor: (B)(6) 2018.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6: clinical code: appropriate term/code not available (e2402) is used to capture musculoskeletal system (e16). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
In addition to the previously reported adverse symptoms, the patient was also experiencing the following prior to revision on (B)(6) 2018: fall, warmth, difficulty sleeping, redness, and crepitus. After the revision operation on (B)(6) 2018 where the depuy patellar component was retained with competitor products and unknown cement, the patient went on to experience the following continued adverse symptoms: fall, pain, decreased range of motion, stiffness, edema, warmth, stiffness, redness, and contracture. There is no evidence of a second revision nor invasive intervention involving the right knee. The retained depuy patellar component was previously reported for the continued adverse symptoms.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.¿ added: a2 (age) and d11. Corrected h6 (patient). Removed surgical intervention and medical device removal and replaced it with no code available (3191) to capture device revision or replacement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 03-feb-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient product x-ray images have been provided for review (alert dates: (B)(6) 2021). No device associated with this report was received for examination. Provided images are paper copies within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
After review of medical records, patient was revised to address chronic pain, swelling, decreased joint rom, stiffness, contracture, weakness, hemarthrosis and arthrofibrosis secondary to aseptic loosening of the tibial tray. Upon entering the joint, the surgeon identified and debrided periarticular scar tissue. The tibial tray was grossly loose and debonded at the cement to implant interface. The femoral component was well-fixed and aligned but revised. There was no reported product problem with the revised tibial insert. The patella was well-fixed and retained. The patient received a competitor revision knee utilizing unknown cement. The procedure was completed without complications. Doi: (B)(6) 2016, dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  corrected h6(patient codes). H6 3191 no code available is now used to only capture patient codes device revision and replacement and hemarthrosis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.